Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: the liquid (foreign material specimen in question that had been deposited into the container with the liquid) was spilled in a container with filter. A small black particle was identified. The particle was sent to an independent laboratory for analysis. The fourier transform infrared (ftir) spectroscopy analysis indicates that the foreign materials is consistent with a cellulose (e.g. Cotton, rayon, lint). Based on the investigation, the manufacturing process has controls to identify and discard units with ¿dc-foreign material ¿ loose¿ and devices are processed within a classified controlled environment. Based on the manufacturing controls in-place and the review of the video provided, the reported complaint cannot be confirmed as manufacturing process related. There is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 5/6/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the pcb00v sample (only preloaded insertion device returned as the lens remains implanted) was received in the original box. One specimen container with clear liquid was also returned. Customer stated that the solid foreign material in question has been deposited into the container with the liquid. A video recording was also returned for evaluation. Visual inspection using microscope magnification was performed. No broken components or manufacturing defects were observed on the returned preloaded device. Also, no defects at the cartridge component, plunger, rod, nut, upper/lower bodies, that could impair functionality in the device, or lead to get debris or particles issue. During sample evaluation, the foreign material in question was not identified into the specimen container with liquid. Therefore, the solid matter in question could not be sent for material analysis in this case. However, the returned video recording was evaluated by the engineering subject matter expert. Based on the investigation, the manufacturing process has controls to identify and discard units with ¿dc-foreign material ¿ loose¿ and devices are processed within a classified controlled environment. Based on the manufacturing controls in-place and the review of the video provided, the reported complaint cannot be confirmed as manufacturing process related. Based on the performed investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a solid attachment was observed on the surface of the intraocular lens (iol). The foreign matter was observed when the lens was in the eye of the patient. It was indicated that the foreign material was taken out of the eye and the lens remains implanted. There was no patient injury reported. No additional information was provided.